Manufacturer narrative:
The manufacturer did not receive devices for review. As the provided ref#/lot# combinations are not accurate and the exact product could not be identified, the device history records were not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported: "this account has 3 sets of dhs reamers and for the past 6 months they have been experiencing problems with debris being present after the decontamination process. They are using the general zimmer documentation guide and have asked a number of people to physically inspect the reamers, on visual inspection they look fine but when the theatre staff try to use them, they have seen debris present. They are looking for an explanation for this and/or a specific decontamination guide for this specific item. " on november 20, 2015 additional information was received. The case was reassessed and was considered as reportable on november 20, 2015. Ref#100.99.087/2b, lot#07292794 and lot#02064419 were provided but were not accurate enough. The exact product could not be identified.

Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported that in the past 6 months they have been experiencing problems with debris being present after the decontamination process two pictures have been returned for investigation. One of the pictures showed the device close to undefined powder-like black dust. The other picture showed only the device without any conspicuousness. No more information was available. Devices analysis: device analysis could not be performed as no product was available for investigation. Review of internal documents: IFU, section: cleaning and sterilization: this document contains general information about cleaning and sterilization of surgical instruments. "Manual orthopedic surgical instruments": these instructions are recommended for the care, cleaning, maintenance and sterilization of reusable orthopaedic manual surgical instruments manufactured by zimmer gmbh. This document is intended to assist health care personnel in safe handling practices, effective reprocessing and maintenance of zimmer (B)(4) reusable devices. Possible causes for the reported event for dhs reamers: a. Fracture of instrument due to degradation of material due to cleaning and sterilization. B. Instrument remains unclean or unsterile due to instrument design features lead to failure of cleaning (disinfection) and/or sterilization process c. Instrument remains unclean or unsterile, causing patient infection due to incorrect sterilization or cleaning process used. Comparison to investigation results for dhs reamers whether it is possible and justification: a. Possible as the pictures provided show that some dust has been found after sterilization. B. Not possible as a systemic issue with design and/or material properties would have been detected within the complaint summary. C. Possible as the sterilization process is not known and therefore cannot be excluded possible causes for the reported event for winterthur trauma case & tray: a. Instrument remains unclean or unsterile due to instrument design features lead to failure of cleaning (disinfection) and/or sterilization process. B. Corrosion product enter wound and can cause adverse body reactions due to corrosion products released from instruments c. Non-biocompatible material enter wound and can cause adverse body reaction due to device and/or packaging material not biocompatible. D. Non-biocompatible material enter wound and can cause adverse body reaction due to device and/or packaging material contains dehp, bpa. E. Non-biocompatible material enter wound and can cause adverse body reaction due to leakage of substances which are cytotoxic. F. Exposure to substances of very high concern can cause adverse body reaction due to leakage of substances of very high concern. G. Exposure to animal tissue derivatives can cause adverse body reaction due to spreading of transferable agents. H. Instrument remains unclean or unsterile, causing patient infection due to incorrect sterilization or cleaning process used. I. Instrument remains unclean or unsterile, causing patient infection due to instrument design features lead to failure of cleaning (disinfection) or sterilization process. Comparison to investigation results for winterthur trauma case & tray whether it is possible and justification: a. Possible as it is reported they have been observed debris after the sterilization process. Moreover, no product returned, therefore the particles could not be evaluated. B. Possible as the product was not returned, therefore it could not be excluded. C. Possible as it is reported they have been observed debris after the sterilization process. Moreover, no product returned, therefore the particles could not be evaluated. D. Possible as it is reported they have been observed debris after the sterilization process. Moreover, no product returned, therefore the particles could not be evaluated. E. Possible as it is reported they have been observed debris after the sterilization process. Moreover, no product returned, therefore the particles could not be evaluated. F. Possible as it is reported they have been observed debris after the sterilization process. Moreover, no product returned, therefore the particles could not be evaluated. G. Possible as it is reported they have been observed debris after the sterilization process. Moreover, no product returned, therefore the particles could not be evaluated. H. Possible as sterilization specification which were used are not known. I. Not possible as a systemic issue with design and/or material properties would have been detected within the complaint summary. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).